Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient turned her scs system off after sufferieng a stroke in (B)(6) and has not recharged since that time. A few weeks ago the patient attempted to use her scs system and the ipg was unable to communicate with the external devices and the sjm representative confirmed the issue. The ipg battery is inoperable and surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was restored.

Manufacturer narrative:
(B)(4). 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has been in the hospital/nursing home since (B)(6) and has not recharged her ipg. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.